Event description:
The customer reported that a ventilator motor transducer failure occurred. No pt involvement.

Manufacturer narrative:
(B)(4). The customer evaluated the ventilator and determined that replacement of the main pcb fixed the reported issue.